Event description:
Company rep reported nurse recapped the needle after use and obtained a needle stick injury. Vaccine was received by nurse.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.